Event description:
It was reported that bd us cathena 20gx1.00in straight bc leaked. It was reported by customer that they are having issues with our 20g cathena catheters not occluding when we are placing the IV. Verbatim: we are having issues with our 20g cathena catheters not occluding when we are placing the IV. Lot number is 4237744.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the sample. Analysis of the sample showed the septum was pierced through and torn which would result in leakage. A blood escape time test could not be performed as only the adapter was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue. A recall letter has been provided for further information and details on follow up actions.